Event description:
It was reported that the patient experienced midback pain caused by placement of the paddle lead. The patient underwent an explant procedure, was doing well postoperatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).